Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that three (3) infants, who were wearing infant oxygen therapy nasal cannulas, experienced septal breakdown. It was reported that all three infants had been wearing the same cannulas for three (3) weeks without changeout.

Manufacturer narrative:
(B)(4) - fisher & paykel healthcare has requested further info regarding this product complaint. We will provide a follow-up report upon receipt of the requested info and completion of our investigation.